Event description:
Patient was revised to address cracking of the ceramic liner.

Manufacturer narrative:
Patient was revised to address cracking of the ceramic liner. Doi: (B)(6) 2014 - dor: (B)(6) 2015 (left hip). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. The product details have been sent to ceramtec for review. When the report has been received the complaint shall be reopened and updated . Addendum added 22 jul 2015. The complaint was reopened as the supplier report was received (see attached) stating: the component properties and the microstructures as obtained from the quality documents accomplish the requirements as specified at the time of production. There are no indications of any pre-existing material defect. Due to a lack of ceramic parts further investigations cannot be done. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).